Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Return requested. Medtronic investigation of returned suspect reference frame finds that while mating this part to the clamp it was not possible to always tighten them fully. Upon further inspection under microscope, the threads were found to be damaged on this part. Stripped threads - mechanical problem.

Event description:
A medtronic representative reported that, while in a spine procedure, the site had issues cross-threading the passive spine frame when they are putting it together. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age, weight and ID now reported. Sex was reported on initial MDR. Suspect reference frame was evaluated: while mating this part to the clamp it was not possible to always tighten them fully. Upon further inspection under microscope, the threads were found to be damaged on this part. Per lot coding, part is 5.5 years old. Repeated threading of instruments into the reference frame likely damaged the threads over time. Age/wear-related root cause is suspected. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.